Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. The facility nurse stated that an etoposide infusion was prepared in 500 milliliters (ml) and was programmed to be infused over 1 hour (rate: 500ml/ hour (hr)) but the pump unexpectedly infused the medication over 1 hour and 50 minutes (rate: 273ml/hr). The event occurred during infusion of the involved medication. There was no known patient injury or medical intervention associated with this event. No additional information is available.